Event description:
This is the first of two events for the same pt. It was reported that the pt underwent a 5 level c3-t1 paoterior cervical decompression and fusion using local bone with infuse bone graft supplemented with posterior fixation. On pod 5, pt went to ER complaining of spells of intermittent motor and other neurologic deficits of her extremities. It was reported that an cri shoed a fluid collection. A reoperation was performed to explore the wound and drain a serosanginuous fluid collection. No csf leak was identified. Cultures of the fluid were negative. The pt was then sent home improved with resolution of her symptoms. Approximately 2 weeks post op, pt developed trasient incomplete quadriparesis. It was reported that an MRI showeda fluid collection. A second irrigation of the surgical wound was then performed and a serous fluid, thin, clear, with no signs of pus was drained. No csf was encountered or csf leak found. P still has some deficits, although there has been improvement. Although it is unknown if the implants or infuse bone graft contirbuted to the reported event, we are filing this MDR for notification purposes.